Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Event description:
It was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced chronic pelvic pain, rectocele, posterior vaginal wall mucosal defect with exposed mesh, small tear in the perineum, urinary tract infection (uti) (no cultures indicated in records provided), urethral irritation, unspecified granulation tissue, abdominal scars, recurrent vaginal discharge, abdominal pain/tenderness, vaginal wall erosion, open sacrospinous incision suture/ probable seroma, vaginal burning, vaginal odor, hot flashes, pelvic pressure, nausea, abdominal bloatedness, urination at night, heat intolerance, cystocele, pelvic prolapse, pain from mesh, constant infections from mesh, constant urinary urgency, constant urinary frequency, acute urinary retention, nabothian cyst, sub-serosal nodules/cysts, fibrovascular serosal adhesions of the uterus and cervix, inflammation of the rectus vaginal septum, yeast infection, anxiety, unspecified complications, stress, unspecified injuries, "can't have intercourse", unspecified vaginal defect, unspecified mesh complications, unspecified trauma, chronic/recurrent vaginal/bladder infections, recurrent vaginal pain, urinary incontinence, and uterine prolapse. The patient underwent rectocele modification and repair of vaginal defect.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced rectocele (prolapse), vaginal defect, blood loss, exposed mesh, small tear, pelvic pain, palpable mesh (foreign body in patient), hemorrhoids, headache, fatigue, infection, fever, malaise, vomiting, adhesions, foreign body reaction, inflammation, cysts, foreign body in patient, urethral irritation, urinary tract infection, granulation tissue, scarring, vaginal discharge, vaginal wall erosion, yeast (fungal) infection, pelvic prolapse, incisional seroma, vaginal burning, odor, hot flashes, pelvic pressure, nausea, abdominal bloating, urgency, nocturia, tenderness, frequency, vaginal disorder, vaginal lesion, aches, back pain, itching, soreness, cramping, discomfort, change in bowel habits, leiomyoma, shivering, low blood pressure, pain, low hematocrit, chest pain, tightness, dizziness, burning with urination, vaginal wall skin tag, discharge, tingling, rectal pain, elevated temperature, abdominal pain, weakness, anemia, fissure, drainage, urinary retention, vaginal pressure, non-surgical and additional surgical interventions.